Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: visual inspection: visual inspection performed at customer quality observed that the distal tip of the returned shaft was broken off. The broken pieces were not received for investigation. No further issues were noted. A device failure was identified. Dimensional inspection: ø of shaft proximal to breakage: 5.18 mm +/- 0.025. Measured dimensions: ø: 5.20 mm; conforming. Device used: ca148p. Document/specification review: drawing(s) was reviewed; no issues identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation conclusion: a definitive root cause for the device breakage could not be determine it is possible that the device encountered unintended forces (during usage) that led to observed condition. The overall complaint condition is confirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 314.743, drive shaft-minimum 520mm length-for use with ria. Lot number: h299358 (non-sterile). Manufacturing location: supplier ¿ (B)(4) / inspected, packaged and released by: monument. Release to warehouse date: 11-oct-2017. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Certificate of conformance supplied by criterion tool and die dated 28-sep-2017 was reviewed and determined to be conforming. Note: certificate of compliance identifies raw material type(s) used but does not provide additional conformance / test reports for specific raw materials. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrx. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the drive shaft for reamer/irrigator/aspirator (ria) would not advance. Surgeon did not think it was spinning. When removed the end of drive shaft for ria looked like it was broken. It was unknown if there were fragments generated from the broken device. Broken device was completely removed. Flexible reamers were used instead of ria to complete the procedure. It was unknown if there was a surgical delay. Procedure outcome was unknown. There was no patient consequence. Concomitant device reported: ria tube assembly (part unknown, lot unknown, quantity 1), reamer head (part unknown, lot unknown, quantity 1). This report is for a drive shaft. This is report 1 of 1 for (B)(4).